Event description:
Mics handpiece was unresponsive and failed mics status check. Surgeon completed balancing, when we brought the robot in to make cuts, the surgeon pulled the trigger to auto align mics, there was no response. We performed troubleshooting steps, to include resetting the cutter, still no response from the mics. We swapped the mics for a new one; performed a mics status check - mics failed. We performed additional troubleshooting and attempted the status check again, still failed. We swapped the mics out again, this time the mics passed checks and worked properly. Tka case delayed 5 minutes. After the surgery was completed; I performed a mics status checks on all six mics handpieces - four failed (including the two used in the surgery).

Manufacturer narrative:
Reported event: it was reported that the mics was non functional during a tka case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: review of device history records indicate (B)(4) devices were manufactured under lot k082x and (B)(4) were accepted into final stock on 12/12/2016. A review of qt16-12-0040 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, l/n 42040716 shows 02 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA (B)(4). Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece was unresponsive and failed mics status check. Surgeon completed balancing, when we brought the robot in to make cuts, the surgeon pulled the trigger to auto align mics, there was no response. We performed troubleshooting steps, to include resetting the cutter, still no response from the mics. We swapped the mics for a new one; performed a mics status check - mics failed. We performed additional troubleshooting and attempted the status check again, still failed. We swapped the mics out again, this time the mics passed checks and worked properly. Tka case delayed 5 minutes. After the surgery was completed; I performed a mics status checks on all six mics handpieces - four failed (including the two used in the surgery).